Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the asymptomatic patient presented in the operating room for device upgrade. Variation and increase in capture thresholds were observed. Fluoroscopy showed externalized conductors. The lead will be replaced.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 27.0-30.9cm from the distal tip. Internal insulation abrasions were noted at 7.2-8.1cm, 11.3-12.5cm, 13.4-14.6cm, and 28.9-29.6cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.